Event description:
It was reported to target that after two gdc coils were placed without any difficulties, the third coil was detached in about 10 minutes. When the physician was trying to retrieve the catheter, doctor suddenly noticed that the coil was still partially inside the catheter. The coil could not be repositioned in the aneurysm and part of it was protruding into the internal cartoid artery and the siphon. The pt was left on a heparin treatment and transferred to the intensive care unit. Pt did not completely awake and remained intubated, lungs were very congested. Pt was kept asleep in the ICU and died on 10/17/1999. Through a follow-up by a co rep target was informed that no post-mortem was performed.